Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted because it reached a battery status of elective replacement indicator (eri). No allegations exist against the performance of this device during its service life. Upon receipt at guidant, initial testing revealed this this ICD did not meet longevity specifications.